Event description:
The pt was being lifted and transferred from bed to chair in an old style sara power. Pt slipped through the sling and fell down, falling and hitting the floor with the right side of her head. She fell out of sling at approx 12:30pm, went into shock around 1:30pm. She died at approx 2:30pm on the same day.